Manufacturer narrative:
No investigation could not be performed, no conclusion could be drawn as no device was returned.

Event description:
Surgeon advised that rods, implanted on an unknown date, broke post operatively. Patient was revised on an unknown date.